Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
It was reported that the ventilator's displays were blank. The ventilator was not on a patient at the time of the event.